Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results on multiple assays for multiple patients. The customer indicated the issue has been intermittent for two weeks. The customer indicated the assays involved were cedia carbamazepine ii (carb), hdl -cholesterol (hdl), alanine aminotransferase acc. To ifcc with/without pyridoxal phosphate activation (alt), tina-quant albumin (malb), ion selective electrode (ise) sodium (na), and creatine kinase liquid acc to ifcc (ck). The customer indicated multiple samples were involved, but only provided four examples of erroneous results. The samples were repeated on a hitachi modular p analyzer. The customer did not know which results were correct. The customer did not know if erroneous results were released outside of the laboratory. There was no adverse event. Example 1: initial carb result of -1.93 ug/ml; repeat result 14.43 ug/ml. Example 2: initial alt result of 495 u/l; repeat result of 12 u/l. Example 3: initial na result of 108 mmol/l; repeat result of 39 mmol/l. Example 4: initial ck result of 231 u/l; repeat result of 468 u/l. Information regarding the patient diagnosis, history, medication and condition information was requested, but the customer refused to provide this information. The lot numbers and expiration dates of the reagents involved were also requested, but the customer refused to provide this information. The field service representative (fsr) found a fluidic failure of the tubing on rinse nozzle 5, which caused the reaction cells to over flow. The vacuum tubing was damaged/torn when it connected to the rinse nozzle. He replaced the vacuum tubing for rinse nozzle 5 and also replaced the vacuum tubing for nozzles 1, 2 and 3. He performed a probe adjust on all probes, cleaned all probes and replaced the reaction cuvettes. The fsr performed a cell blank and observed the operation of the rinse mechanism during mechanical checks. The customer performed qc, which was within specification. A precision check was also performed, which was within specification.